Event description:
The user has poor hearing performance with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has poor hearing performance with the device. Additional device testing and a radiological evaluation were scheduled for (B)(6) 2022 but no further information has been received.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Additional testing and imaging were planned but no further information has been received.

Event description:
The user has poor hearing performance with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.